Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material on a safety infusion set is confirmed; however, the cause is unknown. One 20 g x 1 in. Miniloc winged infusion set was returned for evaluation. An initial visual observation showed the sample was returned with the protective tubing on the needle and the blue dust cap on the luer connector hub. The dust cap was removed and a bright orange-red material was observed on the interior wall of the luer connector hub. A microscopic observation revealed the material was flat against the interior wall of the luer connector and the material itself was observed to be rough. When manipulated, the material was found to easily detach from the luer connector, and the material was observed to be elastic. The identity of the observed material is unknown and, because the sample was returned outside of its original and sealed packaging, it was not possible to determine when or where the sample came into contact with the foreign material. A lot history review (lhr) of ascss0228 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a miniloc with red color at the tip. On (B)(6) 2019 - foreign material was found on the returned sample.